Event description:
It was reported to lifecell that the patient had the device placed on (B)(6) 2012 during revision of breast capsule for displaced implant. Two months later, the patient developed erythema. The inflammation was present all over the breast. On (B)(6) 2012, the patient presented with near extrusion of the implant and was taken to surgery next day. The extrusion was noted at inframammary fold incision site. The surgeon does not think it was an allergic reaction. The strattice device had disintegrated. The area looked inflamed and free of infection, but was irrigated with antibiotics. The implant was replaced and a new strattice device was placed. The patient is doing fine so far. Follow up with the surgeon revealed that the surgeon does not think it was an allergic reaction, and the surgeon thought there was an infection present that disintegrated the device and the weight of the implant caused the near-extrusion.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history records revealed no deviations associated with the production of lot s11046. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no deviations or nonconformities related to the event. There was no report of breach of packaging, or temperature excursion. To date, 1 other complaint has been reported to lifecell against lot s11046 (B)(4) - packaging). (B)(4). Conclusion: the device was not returned for evaluation. The event is not a result of direct device failure. The surgeon does not think it was an allergic reaction. However, the surgeon thinks that infection disintegrated the strattice and the weight of the implant caused the near extrusion. Given the time post-implant of the device, and acceptable sterilization dose audits, it is unlikely the infection is related to the device. Device not returned for evaluation.